Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that a power on reset (por) message was seen on the patient programmer. The manufacturer representative (rep) reported that the ins was just implanted and the rep thought that they were too close with electrocautery. The rep reprogrammed the ins and it was working well and resolved. It was noted that the rep did not remember the patient's name or ins serial number. No symptoms were reported. No further complications were indicated.